Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number: (B)(6). E1: reporter phone number: (b)(6. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the sure signs vm 6 patient monitor indicating that there was speaker malfunction. Good faith efforts are being made to determine if sound was present at time of event. The device was not in clinical use on a patient at the time of the event. No patient involvement.